Event description:
It was reportd that during a ptca/stent procedure, the catheter was advanced against resistance (contrary to IFU), through the guiding catheter, causing the stent to move proximally on the balloon as it emerged from the guiding catheter. The stent separated from the delivery system as the device was being withdrawn back into the guiding catheter. The stent was successfully retrieved with a snare device.